Event description:
Laparoscopic supracervical hysterectomy. Pt sedated and intubated at 1820. At 1822 sevoflurane started. At 1825 bp dropped from 130's/70's to 90/40. Manually ambu-bagged pt while trouble-shooting. Air heard coming from the anesthesia machine. Changed the filter and problem persisted. Got another anesthesia machine and problem persisted. Changed the filter on this machine and pt recovered to normal bp at 1837. Reviewed anesthesia machine malfunction. Called in ge rep who discovered a hole in the filter near the handle. All filters in stock checked for his same hole and discovered that every filter of the lot # 13029 had a hole in precisely the same location. Other lot #'s did not. Lot # 13029 removed from svc. One sample kept at hospital, all others returned to company.